Event description:
It was reported that a patient underwent a procedure with a stockert 70 system and the impedance was too high displayed with no hardware error device malfunction occurred. The stockert generator was displaying a high impedance. The procedure was completed with no patient consequence. Additional information was provided on the event. The system did not stop the ablation when the impedance cutoff value was exceeded. They were able to stop the ablation using the stop button. The cutoff values were not known. This event is being reported because the stockert 70 system read impedance higher than the cut off and it did not stop the ablation, it can potentially lead to excessive rf delivery. Therefore, this event was assessed as reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before (B)(6) 2014, therefore, no UDI is applicable for this product with serial number (B)(4). (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a stockert 70 system. The stockert generator was displaying a high impedance. The procedure was completed with no patient consequence. Additional information was provided on the event. The system did not stop the ablation when the impedance cutoff value was exceeded. They were able to stop the ablation using the stop button. The cutoff values were not known. The device was evaluated and no error was found. Device was within specification. During testing, the d sub connector was physically damaged. The damaged part was replaced. However, the d-sub connector does not contribute to impedance issues. The device was subjected to a preventative maintenance, safety and functional testing. All tests passed. No malfunction was found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.